Manufacturer narrative:
Examination of the returned tap confirmed the tip breakage. Review of the device history record found the lot met specification requirements when related to stock. The condition of the instrument prior to breakage and the pt's bone quality are unk. The cause of tip breakage cannot be positively determined. The broken tip is made from stainless steel and although it is not implant grade, it is controlled in its mfg and specs. In particular, the material is resistant to corrosion in a variety of environments. Including blood. The spec for the product requires passivation which further increases the material's resistance to corrosion. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the tip of the self-drilling tap broke off when the instrument was being removed from the pedicle. The broken tip remains in the pt. As an unintended portion of the instrument remains in the pt, a medwatch report is being filed to document this event.